Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a moderately calcified, mildly tortuous left anterior descending artery that was 100% stenosed. An unspecified catheter failed to cross the right coronary artery (rca), therefore the balance middleweight universal ii guide wire was placed. The guide wire was removed after the catheter was placed and the occlusion was cleared. Light resistance was felt with the guiding catheter during the removal of the guide wire. It was then noted that the distal end of the guide wire had separated and remained in the rca. Several unsuccessful attempts were made to remove the distal portion of the guide wire using other devices. The separated guide wire then pierced the blood vessels which lead to pericardial tamponade. The pierced blood vessel was treated via surgery and the pericardial tamponade was treated with pericardiocentesis. The distal portion was retrieved via surgery. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection were performed on the returned guide wire and the reported separation was confirmed. The reported difficulty to remove was unable to be confirmed due to the returned condition of the guide wire. The reported patient effect of perforation is listed in the instructions for use guide wire hi-torque guide wires for ptca, pta, stents with ce as a known patient effect of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to remove and core separation appear to be related to operational circumstances of the procedure. Additionally, the treatment appears to be related to the operational context of the procedure as several unsuccessful attempts were made to remove the distal portion of the guide wire using other devices which then pierced the blood vessels that lead to pericardial tamponade. There is no indication of a product quality issue with respect to manufacture, design or labeling; however, the issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.na